Event description:
During a coronary stent procedure, through a very tortuous subclavian vessel, using the radial approach, the physician experienced difficulty engaging the guide catheter. No calcification was observed in the ostium of the rca. From the radial approach, whenever the system was engaged into the ostium from the guide, the guide catheter (6f jl4 viking guide catheter) would "kick out". The physician was unable to cross the lesion and elected to retract the delivery/stent device back into the guide. The stent dislodged at the guide catheter. They were unable to locate the stent and it remains in the patient.